Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that there was darkness on the screen and the display was hard to read at times. The customer states that this does not happen all the time. The customer's blood glucose level was unknown. The customer declined to troubleshoot or receive a replacement. The customer was advised that if issue reoccur or if they had any questions to call the help line.